Event description:
It was reported by service report that the fowler angle display was not accurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Inaccurate fowler angle display. Bed out of calibration.